Manufacturer narrative:
The physician suspected intravascular deployment and conducted angiogram and echo investigation, which could not find the plug. An ultrasound was also conducted, but the plug could not be found, in the patient or at the access site. Physician suspected that the plug might have dislodged into deep femoral artery. The plug was not still in the device. There were no symptoms exhibited by the patient, none of distal blow flow, and he is followed up carefully now. It was not confirmed if the plug was deployed intravascularly. The patient is currently in stable condition. The device is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted 30-days upon receipt. Please note that the gender of the patient is currently unknown.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: after use of a 6f exoseal device for vascular closure, it was reported that hemostasis could not be achieved therefore manual compression was applied. The physician suspected intravascular deployment of the plug. He conducted an angiogram, ultrasound and echo, but was unable to locate the plug in the patient or near the access site. He believes it may have dislodged into the deep femoral artery. The patient was in stable condition with no symptoms of peripheral ischemia and is being ¿followed up carefully now¿ the intended procedure was a pta of the superficial femoral artery. Approach was made from common femoral artery. Pta (stenting) for superficial femoral artery was conducted. A retrograde approach was made from the femoral artery with a brite tip 6f 11cm sheath introducer. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not near a stented segment. There was moderate calcification and unknown rate of stenosis. The vessel diameter was greater than or equal to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. After the pta, the 6f exoseal was inserted into the sheath introducer and connected with it. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. Adequate bleed-back signal from the bleed back indicator was confirmed. The exoseal and the sheath were retracted. Although the physician felt that ¿a stroke of exoseal removal was shorter than usual,¿ the physician pressed the plug deployment button because the bleed-back weakened and the indicator window showed solid black. There was no difficulty deploying the plug. Hemostasis was not achieved with light pressure and so manual compression was applied to achieve the hemostasis. The plug was not still in the device. The physician achieved certification on the use of the exoseal. The number of cases with the physician¿s use of the device is unknown. The device is not available for analysis. Review of lot 15965979 revealed no anomalies, nonconformances during the manufacturing and inspection processes that can be associated with the reported complaint. Without return of the device for analysis, or without procedural films of the event, the reported complaints ¿plug-inability to achieve hemostasis¿ and ¿plug-inaccurate placement intravascular¿ could not be confirmed. Based on the information available for review, there is no evidence that the plug was deployed intravascularly. The patient had no symptoms of peripheral ischemia. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action will be taken at this time.

Event description:
During use of a 6f exoseal device for vascular closure, it was reported that after plug deployment, the plug was unable to achieve hemostasis. Therefore, manual compression was applied. Also, the physician suspected intravascular deployment of the plug. He conducted an angiogram and echo, but could not find the plug. It is believed the plug may have dislodged into the deep femoral artery. There were no symptoms exhibited by the patient, and he is followed up carefully now. The intended procedure was a pta of the superficial femoral artery. Approach was made from common femoral artery. There was moderate calcification and unknown rate of stenosis. Pta (stenting) for superficial femoral artery was conducted. A retrograde approach was made from the femoral artery with a brite tip 6f 11cm sheath introducer. The physician achieved certification on the use of the exoseal. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not near a stented segment. The vessel diameter was greater than or equal to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. After the pta, the 6f exoseal was inserted into the sheath introducer and connected with it. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible "click" was heard. Adequate bleed-back signal from the bleed back indicator was confirmed. The exoseal and the sheath were retracted. Although the physician felt that a stroke of exoseal removal was shorter than usual, the physician pressed the plug deployment button because the bleed-back weakened and indicator window showed solid black. There was no difficulty deploying the plug. Hemostasis was not achieved with light pressure and so manual compression was applied to achieve the hemostasis.